Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and non-sustained ventricular tachycardia episodes. In person interrogation showed reproducible oversensing when lead impedances were measured with rv sense polarity rvtip to rvcoil. However, there was no oversensing noted during the lead impedance test with rv polarity in rvtip to rvring. Isometrics were performed with no noise or oversensing observed. The rv lead was reprogrammed rvtip to rvring and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for a high number of short v-v intervals and non-sustained ventricular tachycardia episodes. In person interrogation showed reproducible oversensing when lead impedances were measured with rv sense polarity rvtip to rvcoil. However, there was no oversensing noted during the lead impedance test with rv polarity in rvtip to rvring. Isometrics were performed with no noise or oversensing observed. The rv lead was reprogrammed rvtip to rvring and remains in use. No patient complications have been reported as a result of this event.